Manufacturer narrative:
The device remained in use and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Local, pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4) . Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. The latest event/intervention was reported to occur on (B)(6) 2017. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline infection. Antibiotic therapy was started the same day. A wound revision debridement was performed and a vacuum assisted closure (vac) dressing was applied on (B)(6) 2017. Subsequent wound debridements with a change of the vac dressing were performed on (B)(6) 2017, the vac dressing was removed. The patient was discharged home on (B)(6) 2017 with the event ongoing. On (B)(6) 2017, the patient was readmitted due to a renewed deterioration of the driveline infection. Intravenous antibiotic therapy was started. On (B)(6) 2017, a wound debridement was performed. The patient was discharged home on (B)(6) 2017. No additional information was provided.